Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A device evaluation, a review of the device history record (DHR), a review of the instructions for use (IFU), as well as a historical trending analysis were conducted during this investigation. The subject device was returned, evaluated, and as noted in the initial report, foreign material was present throughout the device. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following information related to the failure mode: chapter 5, endoscope reprocessing, ¿chapter 5.5 cleaning of external surfaces.¿. The investigation was able to successfully identify the foreign material. However, there was no physical damaged at the point where the foreign material remained, and no indication that the proper IFU steps weren¿t taken during reprocessing. Consequently, a definitive root cause for the reported failure mode could not be determined. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign material adhering to the objective lens surface, the air/water nozzle, and attached to the distal end tip. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.